Event description:
It was reported that intra-aortic balloon (iab) could not be advanced through the sheath. The md stated that the iab was pushed 10cm into the sheath when "hard resistance was felt." The iab was stuck in the sheath and as a result, the md interrupted the procedure and used a new iab to complete the insertion. According to the md, "the iab was correctly aired out and moistened with naci afterwards." Additional information received on 07/10/09 stated the iab was removed with the sheath as one unit. The md used the same insertion site for the second iab insertion. The second iab inserted was the iab-05840-lws with a terumo 8fr. Sheath and the iab was inserted without "any problem." The statement the sales representative made was lost in translation; they meant to say "previously" not "afterwards."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.